Event description:
A malfunction was reported on the customer's pump, indicated by a malf 16 error code. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.